Event description:
No patient involvement.

Manufacturer narrative:
Additional information- event date added. No patient involvement- info added to section b5.

Manufacturer narrative:
Returned device was received in excellent physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be duplicated but was found in the event history. The main pc board was replaced as a preventative measure but it is unknown what caused the issue in the event history as the returned pump had no faults. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a system failure back up audible alarm. There were no reported adverse events.